Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer woke up with a low blood glucose (bg) of 69 md/dl. Customer treated the low bg with food consumption. Customer believes the basal settings are incorrect. Customer technical services advised customer to consult with her health care professional to discuss adjusting basal settings.